Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent on (B)(6) 2011. In 2014 the patient had a type 2 endoleak and the physician coiled to seal the endoleak. A follow up computed tomography (CT) on (B)(6) 2016 showed a type 3b endoleak. The physician elected to reline the graft on (B)(6) 2016 to seal the leak. The patient is stable.